Event description:
A minimally invasive surgery on the lumbosacral spine for a fusion of vertebrae l4 to s1, with intended placement of 6 pedicle screws bilateral for fixation (at l4, l5 and s1), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an x-ray, the surgeon discovered that one k-wire placed, at l4 on the patient's right side, with the aid of navigation deviated from its intended position. According to the surgeon (treating clinician): the deviation of the k-wire placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wire placement was corrected to its intended position with a non-brainlab navigation system at the very same surgery. The overall outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the deviating k-wire placement. There was no harm/negative clinical effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolongation of 30 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one k-wire was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of the k-wire placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wire placement was corrected to its intended position with a non-brainlab navigation system at the very same surgery. The overall outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the deviating k-wire placement. There was no harm/negative clinical effect to the patient due to the deviating placement, also not due to surgery/anesthesia prolongation of 30 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.